Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced undercorrection on the right eye (od) at a 2 day post-operative exam. A brief description from the surgery center indicated the laser significantly under corrected. The patient¿s chief complaint was of blurry vision. An enhancement (secondary procedure) was performed to resolve symptoms. Best corrected visual acuity (bcva) from (B)(6) 2016: right eye pre-op 20/20 -3.75 x -2.00 x 0; left eye pre-op 20/20 -3.25 x -1.50 x 0. Bcva from (B)(6) 2016: right eye post-op 20/20 -2.00 x -1.50 x 2, left eye post-op 20/20 .00 x .00 x 90.